Manufacturer narrative:
The investigation for the reported access site bleed and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of thrombus and access site bleed could not be determined as the device was not returned nor sufficient clinical details. The instructions for use referenced in the initial report is for the impella cp with smartassist system. In section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation)¿, section:entering cardiac output, and section: general patient care considerations. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant reported the 47-year-old male patient was on impella cp support and had access site bleeding and thrombus was also found. The access site bleeding was resolved by blood products and manual pressure. The thrombus was found with a CT scan while on impella support.